Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the investigation, b30 scope error indicates a communication error. Although, this issue resulted in a 30-minute procedural delay, the root cause of the reported event could not be determined, since the subject device was not returned to olympus for evaluation. This supplemental report includes a correction to e2, e3 and g2 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during the middle of the colonoscopy screening at the cecum, a static screen was occurring intermittently when using the video system center, light source, lcd monitor, nurse monitor. There are also b30 and e216 errors. Another tower was attempted to be used, however it did not work either. The issue caused a 30 minute delay and the patient was never woken up from anesthesia. Eventually the original olympus processor started working again and was used to complete the procedure.

Manufacturer narrative:
The customer called and troubleshooting was performed with both light sources with an unspecified scope and there were no issues or errors on either light source with the specific scope. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.